Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified; the weight the device within specification, deformation, crease flat and white particles on the shell. After autoclave cycle were observed: bubbles and cloudy color in the gel. Based on the device analysis the final assessment were no observed openings on the device. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side "deflation" and "exchange due to patient's concern with the product." The device was additionally implanted after the explant date. Device has been explanted.